Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2021). The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post dialysis catheter placement, the catheter allegedly migrated out of the patient and fell on the floor. There was no reported patient injury.

Event description:
It was reported that post dialysis catheter placement, the catheter allegedly migrated out of the patient and fell on the floor. It was further reported that no fibrosis tissue around catheter cuff was observed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 19cm hemosplit d/l catheter were returned for evaluation and one electronic photo was provided for review. Functional, gross visual and microscopic visual evaluations were performed. The investigation is inconclusive for the reported migration and loosening of implant not related to bone ingrowth as during sample evaluation no anomalies related to device migration or loosening of implant were noted. Further the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. Also, no findings were identified in the provided photo. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 05/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.